Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Awaiting device return to manufacturer.

Event description:
It was reported that during a total knee replacement procedure, the blade broke at the mount and was not located during the procedure. It was also reported that an x-ray was taken the following day, the broken piece was found in the knee. It was further reported there was no delay and no adverse consequences as a result of this event. It was also reported that the surgeon will monitor the patient and will only remove the broken piece if it causing a problem.

Manufacturer narrative:
The hd sagittal dual cut blade reported involved with this event was returned for evaluation, it was visually confirmed the blade broke at the mount. The returned blade was measured against part print and all measurements performed met part print specifications. The blade hardness was measured to be within hardness specifications. Evaluation of the returned blade observed that the markings on the front of the blade suggest that the hand piece was pulled and pushed while the blade was in use, also scratches and indentations on the blade suggest that it came into contact with the cut guide, both of these factors could have contributed to the blade breaking. The IFU for the associated handpieces for use with this blade contains the following warning; "do not apply excessive pressure, such as bending or prying, with a cutting accessory to prevent fracturing the accessory." The quality investigation is complete.

Event description:
It was reported that during a total knee replacement procedure, the blade broke at the mount and was not located during the procedure. It was also reported that an x-ray was taken the following day, the broken piece was found in the knee. It was further reported there was no delay and no adverse consequences as a result of this event. It was also reported that the surgeon will monitor the patient and will only remove the broken piece if it causing a problem.